Event description:
According to the reporter, prior to use, the videolaryngoscope had no display even with remaining battery life of more than 200 minutes. The issue was resolved after replacing it with a normal battery. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. A total of one battery was received for evaluation. Functional testing noted that the battery was tested using the battery tester and then placed into the test handle. The uut would not power cycle on and the display and camera led was not visible. It was reported that the videolaryngoscope had no display even with remaining battery life of more than 200 minutes. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.